Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. The diagnostic procedure was completed by moving the arch manually. A philips field service engineer (fse) visited the site and confirmed the motorized z-rotation was not working, necessitating manual intervention or a system restart. The review of system log file identified rotation related error. The amc drive responsible for the z-rotation movement is replaced. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation's outcome.

Event description:
It was reported to philips that the c-arm rotational movement was not working. No harm was reported to philips. Philips has started an investigation of this complaint.